Event description:
New information received on (B)(6) 2024 indicates that the event of crosstalk was noted via remote transmission. The patient was asymptomatic as a result of the event. The patient's device was reprogrammed, and defibrillation threshold testing was performed to ensure adequate sensing during ventricular fibrillation.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited crosstalk. No further information was available.